Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Fall apart inside me - vagina [device breakage]. Case narrative: consumer reported via email that the tampon started to fall apart inside of her. No injury was reported.